Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: scarring, material rupture. (B)(4). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who underwent breast augmentation revision with two 500cc mentor memorygel breast implants, post-operatively was undergoing a scar revision surgery on the right breast when gel protruded from the implant pocket and outside the capsule. The right breast implant was reported to have ruptured. As a result, the patient underwent unilateral removal and replacement with a 560cc mentor memorygel breast implant (catalog: smpx560 lot: 7625052 sn: (B)(4)) on (B)(6) 2020.

Manufacturer narrative:
On december 21, 2020, a product investigation of the device's photo was completed. Device investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Hypertrophic scarring may result from delayed/impaired wound healing. Skin tension is frequently implicated in hypertrophic scar formation. Abnormal scar healing commonly involves areas of high skin tension. Other factors implicated in the etiology of abnormal scar formation include wound infection or anoxia, a prolonged inflammatory response, and wound orientation different from the relaxed skin tension lines. Hypertrophic scarring is a known complication associated with any surgical incision and is referenced in our current product insert data sheet. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 1, 2020, mentor received the following additional information: the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The patient's weight is 155 pounds. Manufacturer¿s reference number: (B)(4).